Event description:
Patient is complaining of pain and swelling following a hip surgery on (B)(6) 2012. She describes a sharp pain in hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.